Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had unable to access the medication to patient that stored in fridge due to remote manager not released. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) mentioned that, as noted in the call, the customer had been able to access the remote manager (rm); however, for some reason, the users could not access the rm. The fse also mentioned that the issue was handed over to support, for any additional information please contact support and cancelled the workorder. No findings available.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had unable to access the medication to patient that stored in fridge due to remote manager not released. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.